Event description:
During a phacoemulsification procedure, the chamber collapsed because the IV pole stuck and could not be raised to increase irrigation. A capsule tear occurred and the surgeon performed an anterior vitrectomy to correct the problem. There was no report of additional pt injury.